Event description:
It was reported that the customer's blood glucose level was 36 mg/dl. His blood glucose level was low because he gave himself too much insulin. His most current blood glucose level was 162 mg/dl. He corrected his blood glucose level with glucose tablets several times, peanut butter, and bread. The customer received two low reservoir messages but his reservoir was filled up. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.